Manufacturer narrative:
Additional information has been requested but no response has been received to date. The healthcare facility has not requested an investigation of the device, and the ventilator logs have not been made available for investigation. The current operational status of the ventilator has not been provided. According to the device design, placing the ventilator in standby mode requires two user actions: first pressing the standby key, and then confirming the action by selecting ¿yes¿ in a pop-up window. The ventilator cannot enter standby mode automatically. When in standby mode, the screen clearly displays ¿standby, patient not ventilated¿, and no waveforms or measured values are shown. Ventilation can be resumed either by pressing the start/standby key or by selecting ¿start ventilation¿ on the touchscreen. There is no evidence in the available information that the ventilator entered standby mode on its own. The ventilator can only be manually set to standby mode by a user. However, who did so and for what reason remains unknown in this event.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator went into standby mode for 90 seconds. The patient desaturated to 50%. The ventilator was restarted and ventilation continued. Final patient outcome is unknown. Manufacturer's ref #: (B)(4).